Event description:
It was reported that during the procedure, the patient experienced an episode of atrial fibrillation (af). Ninety minutes post-implant procedure, the patient experienced a transient ischemic attack (tia). The patient had sudden minimal level of responsiveness with flaccid left hemiplegia; right fixed gaze; conscious level fluctuated, and paralysis persisted. The patient was transferred to the stroke unit. A computerized tomography (CT) scan was performed and medication treatment was administered. The patient fully recovered. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that during the implant of the cardiac resynchronization therapy defibrillator (crt-d), rapid atrial pacing was performed as part of the study protocol and atrial fibrillation (af) was observed. The patient was on medication to treat a tia and it was planned to have the patient begin direct oral anticoagulant (doac) a week after the procedure. The atrial lead remains in use. It was also reported that during the procedure, there was fibrous tissue observed on the helix of the his lead which resulted in lead damage. The his lead was removed and a replacement lead was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.